Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery, it was observed that electric pen drive device ran automatically without attaching the hand switch. This event did not occur during surgery. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: the date device returned to manufacturer was documented as 8/28/2018 in the initial report and has been updated as 9/10/2018. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device ran by itself, was auto running when connected, and had heavy running noises. It was further determined that the device failed pre-test for function of the foot pedal, function with the test hand switch and check function and direction of rotation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. Review of the device history record showed that there were potential issues during the manufacture of the device that may have contributed to the reported complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.